Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 200 mg/dl. During a systems check with tandem technical support (cts) it was discovered that customer was filling cartridge with cold insulin, that insulin was being reused, and was performing the air removal step of the load procedure incorrectly. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.